Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered a shock that converted the rhythm. This patient experienced a syncopal event that correlated to ventricular fibrillation (vf) episodes stored. There was oversensing noted due to electromagnetic interference (emi) on the non-sustained ventricular tachycardia (nsvt) episode. The crt-d remains in service. No additional adverse patient effects were reported.